Event description:
Fast flow. Pump was used immediately after filling, did not wait the 4 hours. No adverse event reported.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.